Event description:
The customer reported that on 5/28 the heart rate was 230s and the g9 monitor alarmed for tachycardia. On 5/27 they're not sure if an alarm was missed.

Manufacturer narrative:
The customer reported that on 5/28 the heart rate was 230s and the unit (g9) alarmed for tachycardia. On 5/27 they're not sure if an alarm was missed. The customer is unsure if the cns should have alarmed for a run on 5/27 or if the cns missed the run and didn't alarm. The customer will be providing the logs for the g9 and the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.